Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. Review of the most recent repair record determined the device did not pass the sample mesh test acceptance criteria during evaluation; the cutter had blunt spots; however, the repair was not completed because the cutter was not repairable and was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during biomedical engineering test/check that the device was referred for preventative maintenance. After evaluation of the returned device, it was determined that the did not pass the sample mesh cut acceptance criteria. There was no harm or injury as there was no patient involvement. Due diligence is complete. No additional information is available.